Event description:
The pt's device reportedly experienced both a pain and overly loud sound sensation followed by no sound.in 2003, the pt was seen at the center for device eval. Testing performed confirmed that the device no longer functioning.